Event description:
It was reported to medtronic neurosurgery that the nail of the screw was damaged when the doctor used the product as normal.

Manufacturer narrative:
The head of the screw was damaged and the material displacement was not directional. The screw tip and flute showed no signs of wear, however bone material was found in the screw thread. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. Damage to the head may occur when the screw is improperly engaged with the driver blade, particularly if the deriver blade is dull. A review of the manufacturing records showed no anomalies. No impact to the pt was reported. The screw appeared to have a screwdriver blade inserted into the head several times which could cause the expansion of the slots in the screws. In addition there are marks on the screw head which are indicative of the screwdriver blade slipping on the head of the screw. When a screw driver blade is undersized (which can occur through wear) it can slip off the head of the screw. Therefore, the screw head shows extensive damage due to repeated engagement and disengagement with the driver blade and/or worn or undersized blades.